Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one crosser iq ultrasonic cto device was received for evaluation. Upon visual evaluation, no kinks were noted to the catheter. No anomalies noted to the handle. Marker band was present and undamaged. Upon functional and microscopic visual evaluation, peeling over the marker band was noted. The inner gw lumen of the device was flushed using a syringe connected at the port, then an in-house guidewire was inserted through the distal tip and was successfully inserted to exit out of the gw port. An attempt was made via the gw hub. The gw was successfully inserted to exit from the distal tip. No other functional testing performed. Therefore, the investigation is unconfirmed for the reported guidewire incompatibility as there is no issue while inserting the guidewire from both distal tip and hub, also the guidewire exits out without issue. And the investigation is confirmed for the identified peeled as the peeling over the marker band sheath was noted. A definitive root cause for the reported device-device incompatibility and identified peeled could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the cto crosser iq catheter to treat the severely calcified stenosis of the cfa. During the procedure, it was reported that the guidewire allegedly had resistance when inserting through the orange guidewire port. There was no reported patient injury.